Event description:
It was reported that the images from the printer on the 6800 sys have too much contrast. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The contrast on the printer was adjusted during the service call. The sys was tested and found to be working as intended and put back into service.